Event description:
As reported by the user facility: ref # (B)(4), serial # (B)(4). Incident description: pump underinfusion. Biomed and nurse both unsure how long pump ran before occurrence - check log/pump sent to biomed rate and volume: check log - biomed checked with clinician on (B)(6) 2012 on rate and volume and clinician does not remember. When clinician returned to pt's room, the bag was full or almost full. Drug administered: cardizem per (B)(6), biomed. Limited/none injury/no medical intervention/pump underinfused. Serial # (B)(4) never serviced at b braun for repairs. Incident occurred: (B)(6) 2012 wed/supplement info on (B)(6) 2012 as follows: pt ok after incident / biomed tried to duplicate but not able to. Feels it was clinical entry error.

Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). The actual pump involved in the reported incident was returned for eval. The volumetric accuracy was tested three times with rate of 10.0 ml/h and a volume to be infused of 100.0 ml. The results were all within spec at 101.0 ml, 101.0 ml and 102.0 ml, no interruptions or alarms occurred. The pump has software version 686g030103. The pump's operation log was reviewed. The complaint description reported the date of the event was on (B)(6) 2012; however, there was no activity in the log for that day. The last activity was on (B)(6) 2012. On (B)(6) 2012 at 6:30:03 pm a "new vtbi set; 106.80 ml" was entered. At 6:30:04 pm the infusion was started with a rate of 10.0 ml/h. The infusion was stopped on (B)(6) 2012 at 3:03:07 am with a total volume infused of 85.50 ml or 100.0% of the expected volume. At 3:03:43 am the infusion was re-started with the same rate of 10.0 ml/h. At 5:11:28 am the infusion completed with a total volume infused of 21.3 ml or 100.0% of the expected volume, the pump then switched to kvo (keep vein open) mode at a rate of 5.0 ml/h and at 5:14:04 the pump was stopped. At 5:14:32 am a new vtbi set; 30.00 ml" was entered. At 5:14:33 am the infusion was started with the same rate of 10.0 ml/h. At 6:13:38 am the infusion was stopped with a total volume infused of 9.85 ml or 100.0 % of the expected volume. At 6:14:06 am a "new vtbi set; 100.10 ml" was entered. At 6:14:08 am the infusion was started with the same rate of 10.0 ml/h. At 6:44:39 am the "battery near empty" message was displayed. At 6:47:22 am the infusion was stopped with total volume infused of 5.54 ml or 99.6% of the expected volume. At 6:47:29 am the infusion was re-stared, no change in rate. At 6:47:36 am the pump was plugged to ac outlet. At 12:53:34 pm the infusion was stopped with a total volume infused of 61:01 ml or 99.9% of the expected volume. At 12:53:43 pm the infusion was re-started with the same rate of 10.0 ml/h. At 1:24:18 pm the pump pressure was changed to level 9 and immediately the pump generated a "pressure alarm" and the infusion stopped with a total volume infused of 4:82 ml or 95.1% of the expected volume. At 1:40:17 pm the alarm was turned off and at 1:40:25 pm the pump was placed on 'standby'. At 1:41:34 pm the pump was taken out of 'standby' and at 1:41:42 pm the infusion was re-started, same rate. At 1:42:26 pm the infusion was stopped with a total volume infused of 0.12 ml or 100.0% of the expected volume. At 1:42:38 pm the infusion was re-started with the same rate of 10.0 ml/h. At 2:33:47 pm the pump pressure was changed to level 9 and immediately the pump generated a "pressure alarm" and the infusion stopped with a total volume infused of 8:25 ml or 96.9% of the expected volume. At 2:38:28 pm the alarm was turned off and at 2:40:40 pm the infusion was restarted. At 2:42:36 pm the infusion was stopped with total volume infused of 0.32 ml or 97.9% of the expected volume. At 2:42:39 pm the pump door was opened and a "tube_drive_open_req" was entered followed by a "tube_change_req". At 2:2:55:46 pm the pump was unplugged and at 6:46:14 pm the pump was powered off. All available info has been forwarded to the device MFR. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event.